Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/22/2023, it was reported by a sales representative via email that an ar-2323bcsp biocomposite swivelock eyelet broke in half on the first mallet strike. This was discovered during an rcr procedure. All broken fragments were removed from inside the patient. Additional information received on 11/29/2023: the procedure took place on (B)(6) 2023 and was completed using an ar-2323bct-2 biocomposite swivelock. The case was not delayed, and additional anesthesia was not needed. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.